Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. Clinic manager stated that the dialyzer leaked 30 minutes into treatment. The leak was visually observed. Estimated blood loss was less than 100cc's. Pt had no adverse effects and did not report any medical intervention. Sample is available,

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process control were within spec.